Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-02335. It was reported the patient stopped receiving stimulation on (B)(6) 2016 and an x-ray was taken and showed both leads had migrated. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-02335.follow up information identified the patient underwent surgical intervention to reposition the leads and effective stimulation has been restored thus issue has been resolved.